Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during the planned treatment of coronary procedure happened. The procedure was completed by using another system without any delay. Philips field service engineer (fse) visited on-site and examined the system and confirmed the reported issues. After reviewing log, fse found that reported malfunction, and found filament regulation fault. The cause of the x-ray failure conclusively determined by the supplier's part analysis that the failure component is power inverter evr certeray, however the replacement of the high voltage transformer and power inverter evr by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.